Event description:
The product was used during a laparoscopic colon resection procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon was able to remove the component without any patient injury.

Manufacturer narrative:
07/29/1999-supplemental report #1 sent to FDA.